Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call: unable to contact the customer via telephone at call backs on 06/15/2017, 06/16/2017, 06/17/2017 and 06/18/2017. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 459, 350 and 330 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 180 mg/dl. During the call on (B)(6) 2017, the customer stated that she was feeling sweaty, nauseated and dizzy but declined needing medical attention. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/22/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 459mg/dl (B)(6) 2017 07:14 pm fasting:yes, the 350mg/dl (B)(6) 2017 04:56 pm fasting:yes, the 330mg/dl (B)(6) 2017 03:22 pm fasting:yes, the 450mg/dl (B)(6) 2017 02:23 pm fasting:yes, the 358mg/dl (B)(6) 2017 02:45 am fasting:yes. Memory concerns:customer is concerned with the results of 459, 350, 330, 450 and 358 mg/dl in the meters memory.